Manufacturer narrative:
Visual inspection of the driver revealed the red wire to the exhaust fan was loose in the connector and after functional testing it became detached. The driver passed all sections of functional testing. Additionally, an observation test was performed in an attempt to reproduce the customer-reported issue. During this observation run, after approximately 26 hours, a temperature alarm was observed on the driver. When inspected, the driver and batteries were warm to the touch thus confirming the customer-reported issue. The root cause of the customer-reported freedom driver temperature alarm was determined to be an intermittent connection with one of the wires of the freedom driver exhaust fan. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver exhibited a temperature alarm while supporting the patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently changed to a backup driver.